Event description:
The patient's device was explanted in 2007 due to an ear drum defect and wide spread cholesteatoma. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This is a final report.